Event description:
This is report 1 of 3 for the same event. It was reported that during a cochlear implant surgical procedure the hand piece device was "overheating". The planned surgical procedure was completed successfully without delay as a spare identical device was available. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. The reported condition could not be confirmed or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).